Manufacturer narrative:
Results evaluations: smiths medical investigation into this report is limited as the device was not saved by the user facility. A review of mfg records could not be conducted as the user facility did not record the catalog number or the device lot number used in this event. A review of the instructions for use states: two handed technique - place index finger behind finger stop on top of safety device behind safety stop. With other hand grasp tubing with thumb and index finger and gently pull back until "click" is felt and/or heard to ensure the needle is fully retracted and locked into the body. If the user did not hear or "feel" the click of the safety device engaging then proper precautions should have been taken to dispose of a contaminated device to prevent a needle stick from occurred.